Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the rad-87 device powered off without any error messages. The devices only works when connected to the power supply; however, it does not charge. No known impact or consequence to patient.

Manufacturer narrative:
Additional manufacuring narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During this testing the unit was able to power on using ac power but failed to turn on using batteries. When powered on the device was able to obtain measurements and alarmed under alarm conditions. Internal inspection showed the 1a dc fuse (f3) on the system board is open circuited, and the battery was connected to the incorrect terminals. The open circuited fuse results in the battery not charging and the device not powering on via battery power.(B)(4).